Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Device history record (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a three patients resulted with an overcorrection of approximately one diopter in the astigmatic direction. Upon follow up, the laser seems to be having a bit of coupling effect when doing myopes with high cylinder amounts. The nurse reported that they are overcorrecting the cylinder and over flattening them. All three patients had an enhancement. Additional information was received. Treatments of sphere only seem to be achieving the desired results. They are using a nomogram that was developed by a surgeon in the united kingdom. There are three related reports for this facility. This report addresses patient one and other manufacturer reports will be filed.

Manufacturer narrative:
The field service engineer (fse) attended the site, performed full system verification and found nothing unusual . The system meets service installation records. According to the information from fse the customer is using a nomogram called the wellington nomogram which is apparently one developed by a surgeon in the UK. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).